Event description:
Patient had significant stenosis in the rca and pci was performed. One endeavor drug-eluting stent was implanted successfully to the rca. Approximately 13 days post pci, patient developed dyspnea and cough. 10 days later, they presented at the hospital acutely ill which was diagnosed as hypersensitivity pneumonitis. Patient was treated with steroids. Investigator assessed that the drug-eluting stent could have caused the hypersensitivity pneumonitis. A follow up at 4 months showed significant improvement of the hypersensitivity pneumonitis. No further clinical sequelae were reported.

Manufacturer narrative:
Evaluation: results, inherent risk of procedure (reaction), no results available since no evaluation performed (device or procedural images not provided for review), none (device not returned for evaluation); evaluation: conclusions, inherent risk of procedure (reaction), no device received for evaluation (device not returned for evaluation), no device failure (no device failure reported). (B)(4). Date of article submission the information could not be matched with other information known to medtronic. The korean association of internal medicine. Pissn 1226-3303 http://dx.doi.org/10.3904/kjim.2013.28.1.108 ¿zotarolimus-eluting stent-induced hypersensitivity pneumonitis¿.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.